Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was inadvertently missed in the initial medwatch. It was updated as mar 23, 2017. Device evaluation: the actual device was returned for evaluation. The burr device was evaluated and the reported condition of a piece of a burr broken off inside - not able to remove (bone dissection tool) was confirmed. An assessment was performed on the device using 40x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter that was received. The piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The root cause of the reported problem of broken cutter stuck inside was operator error at the customer site. It occurred when trying to remove the cutter with the attachment which was not set in the correct mode. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the brand name is unknown. The manufacturing location is unknown. The catalog number, lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that a piece of an unknown burr device had broken off inside the attachment device and could not be removed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.